Manufacturer narrative:
Batch review performed on 09-dec-2024: lot 2104163: (B)(4) items manufactured and released on 25-08-2021. Expiration date: 2026-07-26. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 2 years and 11 months, the patient came in reporting pain due to a cup impingement and the cause is unknown. The surgeon revised the cup, head and liner. The surgery was completed successfully.